Manufacturer narrative:
The device has been returned to the manufacturer and is currenlty under evaluation.

Event description:
On (B)(6) 2017 - the consumer claims to have received a burn on her back while in use of this product. Bed and sheets were also burned. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
On 1/9/2017 - the device has been returned to the manufacturer and is currently under evaluation. On 1/12/2017 - manufacturer narrative: no device testing was possible as unit was not working on receipt. Unit was used often as stated in complaint. Pvc discoloration takes many months to occur. The entire heating pad was "yellowed" due to heat (even the line cord was discolored). Specific sections, that had very dark discolored areas, would indicate significant over heating. The crumpled condition the returned heating pad was received in indicates use not in accordance with our instructions. The heating pad is to be used in a flat condition, draped over the muscles to be treated. You are not to lay on top of or crumple the heating pad during use. Both conditions can be deduced from the customers statement and the condition of the pad returned..

Event description:
On (B)(6) 2017 - the consumer claims to have received a burn on her back while in use of this product. Bed and sheets were also burned. The device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
On 1/9/2017 - the device has been returned to the manufacturer and is currently under evaluation. On 1/12/2017 - manufacturer narrative: no device testing was possible as unit was not working on receipt. Unit was used often as stated in complaint. Pvc discoloration takes many months to occur. The entire heating pad was "yellowed" due to heat (even the line cord was discolored). Specific sections, that had very dark discolored areas, would indicate significant over heating. The crumpled condition the returned heating pad was received in indicates use not in accordance with our instructions. The heating pad is to be used in a flat condition, draped over the muscles to be treated. You are not to lay on top of or crumple the heating pad during use. Both conditions can be deduced from the customers statement and the condition of the pad returned.. Pn 1/30/2017 - added the upc code to the supplemental 2 emdr.

Event description:
On 1/6/2017 - the consumer claims to have received a burn on her back while in use of this product. Bed and sheets were also burned. The device has been returned to the manufacturer for evaluation.